Manufacturer narrative:
The pump had no button response due to corroded keypad traces. Unable to test for battery out limit alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test, due to no button response. A test keypad was used, and the pump responded properly to button presses and the time advanced. There was no frozen screen noted. The pump had cracked case at display window corner, cracked battery tube threads and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received battery out limit alarm. The customer's blood glucose level at the time of incident was 402mg/dl. The customer states they have some kind of infection. The customer had not treated for the high yet. The customer's son tried to clear alarm, but the device appears to be frozen. The customer states the buttons are unresponsive. Troubleshoot was conducted and the alarms were unable to be cleared. The customer was advised the pump would have to be replaced and returned for analysis.